Event description:
It was reported that during a da vinci-assisted small bowel resection procedure, the sureform 60 stapler instrument, installed with a blue sureform 60 reload, became stuck on tissue while firing. The customer was unable to unclamp the stapler instrument which was installed on universal surgical manipulator (usm) #3. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The e-stop was pressed and the staff was able to rotate the manual release knob (mrk) to release the stapler jaws from the tissue successfully. The initial sureform 60 stapler instrument was removed and a backup was used. The backup stapler instrument continued to have clamping issues within usm # 3. The stapler instrument would clamp on tissue but would not fire. After each unclamping failure, the surgeon was able to successfully open the stapler with the mrk with no adverse effect on the grasped tissue. Three other sureform 60 stapler instruments were opened in an attempt to solve the issue with no success. The sterile adapter was removed from usm #3 and re-seated with no resolve. The staff then moved a new sureform 60 stapler instrument to usm # 4 and successfully fired on tissue with no complication. The surgeon switched to a hand-held laparoscopic stapler to continue. An additional port site incision was added. The surgeon decided to reinforce the staple line with suture. The patient required a subsequent small bowel resection; however, it is unclear if it was related to the staple line or in relation to the patient's history of crohn's disease. Isi has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An advanced stapler log investigation by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) revealed the following: three of the staplers instruments installed during the procedure were never clamped or fired with. There was only 1 install with 1 stapler, where the e-stop and mrk were utilized by the site (first stapler used). (1) logs show sureform 60 stapler instrument (part # 480460-09, lot #l80240418-0203) was used first, and it was installed on the system 1 times and fired 0 stapler reloads. On the only install, the first clamp was successfully completed. No firing or unclamp event was attempted per the logs, and logs show that the e-stop was pressed about 3 minutes following the completed clamp. The e-stop was pressed a second time about 1 minute after the first time. Approximately 5 minutes later, the grip release tool was detected on the instrument, represented by error. The tool was force expired by the system as a result, represented by an error in the logs. The e-stop was then pressed a 3rd time, approximately 1 minute after the instrument was force expired. The instrument was then removed and not used in the procedure again. (2) logs show sureform 60 stapler instrument (part #480460-09, lot #l80240418-0204) was used next, and it was installed on the system 2 times and fired 0 stapler reloads. Both stapler reloads installed were blue, however no clamping or firing was attempted on either install. The instrument was then removed and not used in the procedure again. (3) logs show sureform 60 stapler instrument (part #480460-09, lot #l84231027-0541) was used next and it was installed on the system 3 times and fired 1 blue stapler reload. On the first install, the first clamp was successful, and the firing was completed with no pauses for compression. On the subsequent two installs, a blue reload was loaded, however no clamping or firing was attempted. The instrument was then removed and not used in the procedure again. (4) logs show sureform 60 stapler instrument (part #480460-09, lot #k13230405-0103) was used next, and was installed on the system 4 times intermittently. On installs 1, 3 and 4, a blue stapler reload was loaded; however, no clamping or firing was attempted. On install 2, both clamp attempts were successful, and the firing was completed with no pauses for compression. After the 4th install, later on in the procedure, the instrument was removed and not used again. (5) logs show sureform 45 stapler instrument (part #480445-04, lot #t14230817-0138) was used next, and it was installed on the system 2 times and fired 0 reloads. On the first install, the stapler instrument failed to engage with the system. Logs show, with parameters of the error indicating that the roll axis hard stop verification check failed. The stapler reload installed was blue; however, no clamping or firing was attempted. The instrument was then removed and not used in the procedure again. (6) logs show sureform 60 stapler instrument (part #480460-09, lot #k10240117-0641) was used next, and it was installed on the system 1 time and fired 0 stapler reloads. The stapler reload installed was blue; however, no clamping or firing was attempted. The instrument was then removed and not used in the procedure again. There were no additional or relevant stapler related errors in the logs. .

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the following products that were associated with this event. The blue sureform 60 reload associated with this complaint was received. Failure analysis did not confirm the reported event. The reload was returned unfired and unused. The instrument was fully functional. No product issue was identified. The sureform 60 stapler (ln l80240418-0204) instrument associated with this complaint. Failure analysis did not confirm the reported event. The instrument was fully functional. No product issue was identified. The sureform 60 stapler (ln l80240418-0203) instrument associated with this complaint. Failure analysis did not confirm the reported event. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument was placed on the in-house system and was found to be locked. The instrument generated error message "instrument failure. Manual stapler release previously used on device. Do not reuse." The radio frequency identification (rfid) editor was used to unlock the instrument. The instrument was reinstalled on the in-house system and passed recognition and engagement test on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. It is an expected condition for the instrument to not operate properly and to receive a lockout error after the manual grip release has been used. The sureform 60 stapler (ln k13230405-0103) instrument associated with this complaint. Failure analysis did not confirm the reported event. The instrument was fully functional. No product issue was identified. The sureform 60 stapler (ln k10240117-0641) instrument associated with this complaint. Failure analysis did not confirm the reported event. The instrument was fully functional. No product issue was identified. The sureform 45 stapler (ln t14230817-0138) instrument associated with this complaint. The instrument was found to have failed the engagement test based on log review. The instrument was installed on an in-house system and passed the mechanical engagement sequence. The instrument inputs engaged with the in-house system's sterile adapter on 3 of 3 attempts. Engagement log review of the customer system confirmed an engagement failure. The blue sureform 45 reload associated with this complaint. Failure analysis did not confirm the reported event. The accessory reload was fully functional. No product issue was identified. The sureform 60 stapler (ln l84231027-0541) instrument associated with this complaint. Failure analysis did not confirm the reported event. The instrument was fully functional. No product issue was identified.